Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose blood glucose of over 498 mg/dl at the time of the incident then 553 mg/dl after that 487 mg/dl. The customer was hospitalized on about 2:15am (B)(6) 2019. The customer was treated with shot of insulin. The insulin pump will not be returned for analysis.